Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device experienced chest pains and fluid under heart and lungs. The patient was hospitalized for the event for 1 week. Treatment was not reported. At the time of this report, the patient was no longer performing (pd) therapy. The patient was switched to in-center hemodialysis therapy. The patient was recovering from the event. No additional information is available.